Manufacturer narrative:
(B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-03598 for the first spyscope digital access and delivery catheter and 3005099803-2016-03600 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds was protruding from the distal tip. A second spyscope digital access and delivery catheter was used and same thing happened. There was no other visible damage noted to the devices. The procedure was completed with the second spyscope ds. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.